Event description:
It was reported that during an unknown procedure the device could not fire with the 6th cartridge, and some noise was heard. The surgeon opened the device with the manual firing release lever and moving it out of the patient. The surgeon checked the device and found the jaw could not open. The staff changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Broken closing trigger. Additional information was requested and the following was obtained: the surgeon opened the device with the manual firing release lever and moving it out of the patient. He checked the device and closed the jaw, then he found the jaw could not be opened again. The device was used on bronchus. The jaw was opened by pulling the manual firing release lever. The analysis results found that one device was returned with the anvil and closing trigger in the closed position. No reload was received along with the device. Furthermore, the clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the closing trigger return spring post was noted to be broken, not allowing the device to properly open when the release button was depressed. However the device could be opened by applying reverse force to the trigger. Although no conclusion could be reach on what caused the post to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.